Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: we are not able to see any implants on the received picture, as we have received a picture from patient chest with a hump on the chest, it is above/beside the suture. Therefore the complaint is rated as n/a. The hump or around the hump does not show any skin redness. Furthermore, narrative allergic reaction couldn't be verified from the provided pictures. Lot number of the involved article was not provided and product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or / and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code : hrs jdq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for remove all implants due to develop a lump at the sternal fixation site. All the tsfs implants and plates were removed successfully on an unknown date. The patient had sternal fixation on (B)(6) 2021. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) 3.0mm ti locking screw 16mm f/sternal locking plates. This is report 1 of 4 (B)(4). Related product complaint: (B)(4).